Event description:
First additional implant surgery: (B)(6) 2009: underwent laparoscopic enterocele repair, laparoscopic sacrocolpopexy ¿ ams y mesh graft, laparoscopic paravaginal repair, cystoscopy with indigo carmine for vaginal vault prolapse, enterocele, cystocele-paravaginal defects, incomplete bladder emptying, frequency urination and urgency of urination under general anesthesia. Second additional implant surgery: (B)(6) 2010: underwent posterior repair, graft augmentation, perineal shelf perineoplasty/scar revision, cystoscopy with indigo carmine for rectocele, vaginovulvar scarring, perineal skin shelf of 3cm distal, frequency of urination under general anesthesia. Interventional surgery: (B)(6) 2014: underwent cystoscopy, excision of caruncle, evacuation multiple bladder calculi for urethral caruncle, cystocele under general anesthesia. Mesh revision surgery: (B)(6) 2015: underwent release of tension fibrosis scar and mesh on the right side of the sulcus area periurethrally for pain in the vaginal area and a cystocele of 3rd degree, wanting only the repair of the pain in the right sulcus area due to the mesh tension on that side.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient went under multiple reoperations after initial surgery due to complications such as vaginal vault prolapse, vaginal scarring, incomplete bladder emptying, frequency urination, enterocele and cystocele.